Event description:
It was reported the catheter tip was damaged during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned on s-l catheter for evaluation. Visual inspection revealed the catheter tip was misshapen. The total length of the catheter body measured 207 mm which is within specifications of 201.5-210.5 mm per catheter graphic. The inner diameter of the catheter tip measured 0.037" (or 0.9398 mm) which is within specifications of 0.92-0.97 mm per catheter graphic. The outer diameter of the catheter body measured 1.703 mm which is within specifications of 1.65-1.75 mm per catheter body extrusion graphic. The catheter was functionally tested per the instructions-for-use (IFU). The IFU states "check lumen placement by attaching a syringe to catheter and aspirate until free flow of venous blood is observed." Water was able to be drawn from the tip of the catheter, no leaks or blocks were observed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The complaint of a damaged catheter tip was confirmed by a complaint investigation of the returned sample. The tip of the returned catheter was observed to be oval. A device history record review was performed, and no relevant findings were identified. Based on the customer description that the damage occurred during use and the sample returned unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter tip was damaged during puncture to the patient. No patient harm reported. The patient's condition is reported as fine.